Manufacturer narrative:
The field service engineer replaced the measuring cell sipper tube assy. Measuring cell preparation maintenance was performed. The customer ran calibration and quality control successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with different assays on a cobas e 601 module. Patient sample 1, tested with the elecsys t-uptake and elecsys t3 assays: the sample initially resulted in a t-uptake value of > 48 %, accompanied by a data flag, and a t3 value of > 6.51 ng/dl accompanied by a data flag. The patient sample was repeated, resulting in a t-uptake value of 28.96 % and a t3 value of 1.16 ng/dl. Patient sample 2, tested with the elecsys testosterone assay: the sample initially resulted in a testosterone value of >1500 ng/dl, accompanied by a data flag. The patient sample was repeated, resulting in a value of 570.7 ng/dl. The repeat results were deemed correct. No questionable result was reported outside of the laboratory. The t-uptake and t3 reagent lot numbers and expiration dates were asked, but not provided. The testosterone reagent lot number was 55446402, with an expiration date of 28-feb-2023.